Manufacturer narrative:
Additional information was received on 28-feb-2024. There was evidence of steam pop. Additional information received 06-mar-2024. The noted temperature, impedance, and power were temperature: unknown, impedance: rose rapidly from 90-100o up to 140o, power: 40w. The length (minutes and seconds) of the ablation cycle when the pop was observed at the same tip position was 34 seconds. Open chest surgery was performed and the puncture was sutured. The location of the perforation was in the right ventricle outflow tract (rvot). Patient has improved but required extended hospitalization. Therefore, updating the coding in section ¿h. Device manufacturers only¿: h6. Health effect - clinical code from cardiac tamponade (e0605) to cardiac perforation (e0604). H6. Health effect - impact code from recognised device or procedural complication (f15) to hospitalization or prolonged hospitalization (f08) and surgical intervention (f19). In addition checked b2. Is hospitalization initial/prolonged and b2. Is required intervention. Also provided concomitant product of unk pump and updated the unk_smartablate generator to smartablate gen. Kit (japan) in the ¿d10. Concomitant medical products and therapy dates¿ section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced a cardiac tamponade. Unknown specifics about treatment. A popping sound was heard during ablation. Immediately the ablation was stopped. After ablation was performed, cardiac tamponade was confirmed. Atrial septal puncture was not performed. Irrigation catheter¿s flow rate setting was at 40w15ml. The physician considered that the settings for output power was high and the duration of ablation was long. No abnormalities were observed prior to or during the use of the product. Additional information was received. No error messages observed on biosense webster equipment during the procedure. The physician¿s opinion on the cause of this adverse event was that it was procedure related.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31164860l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).